Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported:"ospedale di gardone valtrompiaintervention date: (B)(6) ¿ we were informed on friday, (B)(6).during a short gamma3 procedure for the treatment of a pertrochanteric fracture, while positioning the cephalic screw using the screwdriver (code 13200200), the guide wire was pushed beyond the subchondral bone and beyond the nail.according to the information received, the patient experienced complications, although no further details are currently available."23-jun-2026 - additional information received:please clarify the event and the consequences for the patient. -> during the insertion procedure of the long gamma3 nail, after placement of the cephalic screw guidewire, the lag screw was inserted. During screw insertion, the screwdriver advanced the guidewire beyond the nail and through the acetabulum. The guidewire was successfully retrieved, and the lag screw was subsequently repositioned correctly. A bowel perforation occurred in the patient.were there any patient adverse consequences? Yes, postoperative evaluation revealed a bowel perforation secondary to guidewire advancement beyond the femoral head.was the procedure completed successfully? Yes was there medical intervention? (Any unanticipated medical procedures/treatments/ therapy administered in relation to the alleged event or device malfunction). If yes, please describe. The patient underwent surgical intervention to repair the bowel perforation, and appropriate therapeutic measures were implemented. The patient remains under observation and is currently doing well.